Event description:
Note to date of events. Events occurred from (B)(6) 2006 to the day. I am hitting a bit of a wall trying to find out more about my 2005 depuy asr implant. My device has a ceramic ball and plastic liner, not metal on metal. From 2006 to today, I am experiencing unexplainable, serious inflammation/immune system symptoms ranging from: leukocytoclastic vasculitis, inflammations, contact dermatitis, gout like symptoms, immune system troubles, heart troubles, hip pain around device, decreased range of motion, hearing and cognitive losses, memory problems and so on. These unexplained illnesses do match the bulk of pt experiences in the (B)(6) study and indicate that even with the lack of the obvious metallosis problems of chromium poisoning, that there must be other layers of problems coming from these depuy asr xl devices. I am desperately seeking information to be able to manage my health, resources and input, as I am at a loss for information. The surgeon has gone quiet, regular doctors aren't familiar with the territory and can't advise. I find myself shut out in a way. Some sound information and resources would be greatly appreciated indeed and I am hoping you could point me in some directions to gain a bit of an understanding in the matter and find the right resources.